Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, migration, paresthesia mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 435cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient experienced bilateral breast asymmetry, discomfort, and numbness in the extremities. During physical examinations, she was diagnosed with bilateral baker grade IV (left breast) and I-ii (right breast) capsular contracture and bilateral implant malposition. Ultrasound imaging indicated some fluid around the implant area. As a result, the patient underwent bilateral implant removal without replacements on (B)(6) 2026. This report is for the left breast prosthesis.

Manufacturer narrative:
On february 25, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Manufacturer¿s reference number: (B)(4).